Event description:
A screw sticking out of her rollator cut the end-user's leg requiring 8 stitches. End-user went to the emergency room for treatment. Device was imported and distributed by drive devilbiss healthcare. This event was reported by the patient.